Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the screen becomes noised, and it returns to normal after replacing the ultrasound plug (u plug) unit). The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the screen of the gastrointestinal videoscope became noisy. The issue was found during service / maintenance. There were no reports of patient involvement.